Event description:
It was reported that the patient presented to the ep lab for initial implant of the implantable cardioverter defibrillator and leads. Attempts to reposition a lv lead were unsuccessful due to the patient anatomy. At the end of the procedure, the patient went into flash pulmonary edema and ventricular fibrillation. The ventricular fibrillation was successfully defibrillated by the device. The patient was admitted and received treatment which significantly improved breathing and chest pain. Patient issues were successfully resolved before discharge.